Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). A sorin group field service representative was dispatched to the facility to investigate. The service representative confirmed the reported error code and troubleshooting revealed that the distribution board was defective. The distribution board was replaced and subsequent functional tests showed no further issues. The device worked within specification and was released to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. No trend has been identified for this type of issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue. Evaluated on site by sorin service rep.

Event description:
Sorin group (B)(4) received a report that an error message was displayed on the patient circuit of the sorin heater-cooler system 3t during setup. There was no patient involvement.